Event description:
The user facility reported that the hemostasis was performed using the involved angio-seal device as per conventional procedure without any problem and the suture was cut. However, a slight leak of blood was observed from the puncture site, so manual compression was applied for 0.3 hours. Hemostasis was achieved by manual compression and the patient was returned to the ward. The next day, it was discovered that a pseudoaneurysm had formed at the puncture site. Therefore, the affected area was observed with intravascular ultrasound (ivus) and plain old balloon angioplasty (poba) was performed. Harm to the patient's health was not serious and the patient is recovering without any problems. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient required non-surgical intervention due to the event. Poba performed. The event occurred post-operative.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D6a: implanted date: device was not implanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged issue since there was a complication post-deployment of the angio-seal device. However, the alleged pseudoaneurysm could likely be result of excessive tamping of the suture. No conclusions can be made to the exact cause of the event. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).